Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn: (B)(4) has been completed. Upon evaluation, the f600 fuse was broken off the c/a board. The cause of the inability to power on is the broken fuse. The root cause of the broken fuse cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During routine servicing of monitor sn:(B)(4) , a reportable device malfunction was found. The monitor was unable to power on.